Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed therapy monitored fluid volume testing. No patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the discovered issue. Internal/external inspection was performed and the device passed. Temperature confirmation testing was performed and the device passed. Rite (returned instrument test evaluation) electrical testing was conducted and the device passed. The device failed volumetric accuracy testing associated with rite functional testing. Test piston foam was installed and the device was able pass volumetric accuracy testing. The cause of the reported issue was due to deteriorated piston foam. The original piston foam was scrapped, and the device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.